Manufacturer narrative:
The surgeon has advised stanmore implants that the patient has decided to defer the surgery, thus no further information is available at this time. Please note that upon further investigation, it was confirmed that the device which is the subject of this complaint is a distal femur minimally invasive grower implant. The distal femur minimally invasive grower implant is not marketed in the us, nor is a similar device marketed in the us.

Event description:
This is a supplemental report to 3004105610-2015-00055. ((B)(4))

Event description:
The surgeon reported that the patient had undergone a minimally invasive extending distal femur replacement procedure in (B)(6) 2009. The prosthesis was subsequently lengthened successfully 5 cm over 3 years. The surgeon has reported that this prosthesis has collapsed and has requested c collars in order to re-lengthen the component to the required size.

Manufacturer narrative:
A review of the manufacturing history records confirms that the device was manufactured within specification with no abnormalities or deviations. The complaint investigation is ongoing; additional patient and event specific information has been requested. A supplemental report will be provided. Please note that this custom implant is similar to the mets modular distal femur (k121029).